Manufacturer narrative:
The customer reported false positive samples when a new lot (p2100804) was used. Batch record was reviewed and the lot met all release criteria. Retain samples were tested and the failure mode could not be re-created. The customer then cleaned their lab and then the issue stopped. Root cause determination: the investigation shows that lab was contaminated with amplicon and cleaning of the lab resolved this issue. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. The lot of kits continues to meet product claims. Trends of discrepant results will be trended and reviewed, with action taken as appropriate in response to adverse trends or events.

Event description:
Customer reported possible false positive samples. Lab cleaned the lab to remove possible contaminates retested and results were as expected.